Manufacturer narrative:
(B)(4). Part of device being left in pt. Product was returned in a used and damaged condition. (B)(4). An examination of the returned device verifies the separation of the wire guide (the distal tip missing as reported in the event description). The reasons for this type of device failure are typically; difficulty withdrawing the device or the wire guide is damaged through contact with the needle or other instrument. A tortuous anatomy could also result in excess force being required to withdraw the wireguide causing the damage seen on this device. At this time we cannot determine with any degree of certainty why this failure occurred. We will continued to monitor for similar complaints. A quality engineering risk analysis (qera) was performed and no further actions are necessary at this time as there is insufficient risk.

Event description:
During a sfa procedure, the tip of the device broke loose and was left inside the body (sfa). Representative mentioned the blood went through so hospital decided not to remove it. No known bad effects till now. No additional information has been received to assist in this investigation.